Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a defective ac connector, a loose dso seal, and sharp tips on lens. A review of the device's event history log found multiple 'cassette not attached properly' alarms. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the liquid in the dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette is not attached properly, and it should be reattached. There was unknown patient involvement.